Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: (B)(6). Number of persons exposed: 1 number of persons adversely affected: 0 actions taken to control, correct, or eliminate

Event description:
A manufacturer representative reported that, while in a spinal fusion, the imaging system displayed an error message that two image acquisitions ended prematurely. There was a reported delay to the procedure of lr-7 minutes due to this issue. Restarting the imaging system restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.